Manufacturer narrative:
(B)(4). No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The device history record was unable to be performed as the lot number of the device involved in the event is unknown. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: there is no radiographically evident crack in the tibial base plate. There does appear to be a periprosthetic lucency inferior to the tibial base plate which is concerning for a fracture, although could represent significant zone of loosening. Clinical history and comparison the prior examinations would help distinguish this differential. Overall fit and alignment appear normal. Bone quality appears normal. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2022-01294.

Event description:
It was reported that the patient underwent an initial knee arthroplasty. Approximately 20 years post implantation, the tibial tray cracked. It was noted that the femur may be loose as well. A revision has not been reported to date. Attempts have been made and no further information has been provided.